Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who had an external neurostimulator (ens). The patient reported that she had been leaking all day and felt like it could be an upcoming urinary tract infections (uti). No further complications anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a urinalysis/urine culture was ordered and so far the results were normal and negative; no uti was found. They were unsure of the cause of the leaking, and no actions/interventions were taken at the time of the report to resolve the issues; the leaking and possible uti were resolved as of (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.